Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The e-piece was partially disengaged from the device on one side. There was evidence of weld on the device. The single used loading unit (sulu) was received partially applied and preloaded on the device. Functionally, the handle was actuated and the tack deployed improperly and did not seat properly due to the disengaged e-piece. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur as a result of excessive manipulation of the device. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bariatric bypass, the device did not fire and had poor staple formation. The staples came out of gun sideways and not formed at all and were still in the u shape as they appear before firing and it did not cut a tissue. The incident happened while closing mesenteric defect. Another device was opened to resolve the issue and complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bariatric bypass, the device did not fire and had poor staple formation. The staples came out of gun sideways and not formed at all and were still in the u shape as they appear before firing and it did not cut a tissue. The incident happened while closing mesenteric defect. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.